Event description:
As reported by an edwards field clinical specialist, approximately 1 year and 5 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient presented with increasing shortness of breath. A gradient of 55 mmhg was observed on simultaneous lv/ao imaging. No actions have currently been performed, however, re-dilation of the valve is being considered. At the time of the report, the valve remains implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Additional information received indicated the sapien 3 ultra valve failure was reported to be stenosis and paravalvular leak (pvl). The valve was re-dilated with a non-edwards balloon. Post re-dilation, a new central leak and partially torn leaflet on the valve were observed on tee. A new 23mm sapien 3 ultra valve was implanted in the existing valve. The patient tolerated the procedure well. It was also reported that the patient's symptoms were reduced with the resolution of the pvl and decrease of the gradient. Both valves remain implanted in the patient.

Manufacturer narrative:
Update to h6 (component code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 23mm sapien 3 ultra valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed. The following was revealed a paravalvular leak was observed and approximately a follow up echo at approximately 1 year and 4 months post procedure noted an aortic valve area (vti) of 0.66 cm2 and aortic valve area (vmax) of 0.72cm; therefore, stenosis was confirmed. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The commander delivery system with s3 was reviewed for instructions and guidance. The IFU includes potential adverse events as valve stenosis, paravalvular leak or transvalvular, non-emergent reoperation. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and paravalvular leak post implantation were confirmed based on imagery provided for evaluation. However, the event for deployed valve exhibits central regurgitation and leaflet tear were unable to be confirmed. A review of the DHR, compliant history and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'the sapien 3 ultra valve failure was reported to be stenosis and paravalvular leak (pvl)'. In addition, as reported, 'the valve was re-dilated with a non-edwards balloon. Post re-dilation, a new central leak and partially torn leaflet on the valve were observed on tee'. As reported, 'the valve was re-dilated with a non-edwards balloon. Post re-dilation, a new central leak and partially torn leaflet on the valve were observed on tee'. In this case, post-dilation with non-edwards balloon could possibly lead to over stretch on the leaflet resulting in leaflet tear. Also, it was possible post-dilation with non-edwards balloon leading to over stretch on leaflet resulting in suboptimal leaflets coaptation and central regurgitation. Available information suggests that procedural factors (post-dilation with non-edwards balloon, over expanded valve) may have contributed to the complaint event. However, due to insufficient information provided for the evaluation, a conclusive root cause is unable to be determined for the report of stenosis, and paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.